Event description:
It was reported that during a pci procedure, the balloon ruptured at 6 atms. The number of inflations and to what atms is unk. The lesion was located in the left anterior descending (lad) coronary artery. No patient injuries or complications were reported. Patient status is reported "good". Additional information has been requested.